Event description:
During the evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 3. The patient's ultrafiltration reading was 1677 ml, indicating the home patient (hp) drained 1677 ml more than their programmed fill volume of 2000 ml. This information gave a total drain volume of 3677 ml, which meets iipv criteria. According to the nurse the patient never had symptoms of feeling overfilled. The nurse stated that the patient received a new cycler and has continued therapy successfully. There was no patient injury or medical intervention. According to the patient's daughter the patient did not have any symptoms of overfill. The daughter stated that he resumed therapy successfully on the new machine.

Manufacturer narrative:
(B)(4). Evaluation summary: the (B)(4) evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.